Event description:
It was reported that during a lap prostatectomy procedure, the device jammed. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Clips. Eval summary: the analysis results found that the er420 insrument was returned in good visual condition. The instrument was cycled and ejected the remaining 14 clips and did not lock out as intended. However, no jamming issues were noted during functional testing. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.